Manufacturer narrative:
Analysis found that the device sensitivity was out of calibration. After service and repair the device passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to the manufacturer for inspection. It was analyzed and tested out of specification. There was no patient involvement.